Event description:
It was reported that a spectrum pump had a persistent door latch error. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the door latch error which was reproduced as a door not fully latched alarm when running a loaded set. The messages were found to be caused by a failed lower auxiliary assembly was replaced.